Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded. The hypotube was separated 23.5cm from the hub. The separated ends was jagged which indicates that the separation was due to tensile overload. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely tortuous and severely calcified vessel. A 1.50mm x 15mm emerge¿ balloon catheter was advanced; however, the device was unable to cross the lesion. After three attempts, it was noted that the shaft of the device fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely tortuous and severely calcified vessel. A 1.50mm x 15mm emerge¿ balloon catheter was advanced; however, the device was unable to cross the lesion. After three attempts, it was noted that the shaft of the device fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).